Event description:
The customer reported that the clear insulation became damaged during the procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report: 06/06/2014. The clear insulation was damaged. The device failed hipot testing.